Event description:
It was reported that during a coronary stent procedure of the rca, the physician experienced difficulty advancing the delivery/stent system. It was noted after removal that the stent was damaged. No pt injury or complications were reported.